Event description:
Information received regarding the explanted device notes that one day post implant, the patient had diaphragmatic stimulation. The lead was repositioned, but the patient returned to the hospital reporting bradycardia episodes. X-ray revealed no problems. Lead impedance was >2500 ohms. During a subsequent revision, the pulse generator exhibited no pacing spikes with magnet application. When the generator was replaced, normal pacing and sensing ensued.